Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the manufacturer representative loaded programs onto the device. Acceptable results but has not returned to effective level obtained prior to dry needling. No additional steps were planned. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s spouse that the patient had lower buttock pain that started around (B)(6) 2017 that the caller doesn¿t think is related to the device but isn¿t sure (it was noted the patient had a hip replacement (B)(6) 2017). Caller states that the patient had 3 dry needling appointments on (B)(6), (B)(6) and (B)(6) 2019. Caller states that on (B)(6) she realized that the device wasn't controlling the patient¿s symptoms any longer. Caller states that she thinks the dry needling affected the device even though the therapist made sure that the current from her device didn't pass over his internal components. Dry needling compatibility guidelines were reviewed; are not in labeling, but also reviewed acupuncture and tens unit (similar idea as dry needling), but recommended that the therapist potentially should call prior to doing so since manufacturer does not have this in labeling. Caller also mentions that the patient is not mobile. Caller was directed to doctor to have the device checked. No further complications were reported or are anticipated.